Manufacturer narrative:
Follow-up #1 date of submission 09/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a visual inspection of the pump showed moisture behind the display lens. The pump¿s black box data could not be downloaded due to internal moisture damage. The battery compartment was cracked. The returned battery cap was unable to fully tighten on to the pump. During testing, a warning related to power emitted during the rewind attempt; due to internal moisture damage. The pump failed a leak test at the cracked battery compartment and at the bolus button. The pump cover was opened and evidence of moisture contamination was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.